Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a month ago.

Event description:
It was reported that the patient was experiencing intermittent stimulation of the ipg, and it was also reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device will not be returned due to hospital policy.